Event description:
It was reported that the pump battery could not be charged. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. Although requested by tandem technical support, no further information regarding the high bg event was provided. The customer reverted to an alternate method of insulin therapy.